Event description:
Device malfunction: failure to advance thumb advancer. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the thumb advancer could not be depressed completely and the sheath was split in two places. The safety release was used to successfully remove the device from the pt anatomy. Hemostasis was achieved using manual compression. The pt was reported as being obese. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.